Event description:
It was reported that during the implant procedure, the lead "snagged" on something within the sheath and could not be passed through the sheath. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned with no anomalies found. Electrical testing determined that continuity of the conductors was complete. The defib conductor was distorted at the medial section. No anomalies were found with the introducer. A "fresh" (B) (4) lead was passed through the returned introducer without difficulty.